Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: five weeks post operative after surgical wound was healed there was complete disruption of wound wire loose subcortical suture in wound. One and 0 primary closure. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. There was no related extended hospital stay. No device fragment or component fell into the patient's cavity. No device fragment or component was left in the patient.